Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (64 mg/dl). Customer is new to the pump and reported that basal rate may have been set too high. Customer consumed carbohydrates to address the issue but may have over-consumed and blood glucose elevated (277 mg/dl). A bolus was delivered via the pump to address the elevated blood glucose.